Event description:
It was reported that during a remote follow up, oversensing and a decrease in r-wave amplitude were noted on the right ventricular (rv) lead due to dislodgement. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. Dislodgement was suspected to be due to patient movement. Repositioning of the rv lead was attempted, however, the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the event.